Manufacturer narrative:
Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that during a weekly qa inspection that the locks are turning back to their original color. This is the first time it was noticed this with the steam locks. No patient injury. No delay in surgery.